Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor also, moisture damage was found on the keypad traces however, all of the buttons function properly. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing the end cap sticker.